Manufacturer narrative:
During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The complaint device was not returned for evaluation. The complaint could not be confirmed nor the cause determined. The instructions for use provided with this device states the following in the warnings sections: do not twist or exert high forces on the device while it is deployed in the tissue. This event will be trended and monitored by angiodynamics complaint handling department.

Event description:
During an rfa of a liver lesion, after probes were inserted into the patient, there was an error message for tine n3. When the probe was removed it was noticed that the tine n3 had folded. The device was discarded and another rfa probe used to complete the procedure. There was no harm to the patient reported.